Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable, as healon duet pro is not an implantable device. Section d-6b date explanted: not applicable, as healon duet pro is not an implantable device. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Three (03) healon duet pro boxes in which the syringes were put were significantly damaged. The external shipping box was completely intact with no signs of damage and the actual duet syringes are fine. In addition, they were shorted 5 units (35 received) although the packing slip states 40 were shipped. No further information is available.

Manufacturer narrative:
In further review of the file, it was determined the reported event is not reportable as customer reported "the actual duet syringes are fine." Therefore, there is no indication of a sterility issue and device code 1421 is no longer applicable. No further information will be provided under this manufacturer report number: 3012236936-2025-0000491. The following field has been updated accordingly: section h-6 device code: 1421 sterility assurance concerns is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.